Manufacturer narrative:
Patient age was not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. RMA issued. Replacement straight suction shipped to site (B)(6) 2014. Medtronic investigation of returned suspect straight suction device finds the test system properly verified a registration probe at .8mm but when this suction tool is connected, the ent software will not identify it. The tool will not verify and is visibly bent. Physical damage - dented, nicked, scratched, bent - directly caused event.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site opened a new tray set and noted the screen printed outline of the straight suction on the tray, had less of a curve in contrast with the actual straight suction found in the tray. The site was uncertain if the instrument was bent or not. The surgeon began the procedure, however, deemed being inaccurate during navigation. A different tray of instruments was brought in and each device was verified. The surgeon alleged being 1-2 mm inaccurate in the s/I plane. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.